Manufacturer narrative:
Investigation under (B)(4) is ongoing.

Event description:
The facility states that an intraocular lens model number aa4203tl was damaged by the cartridge as the lens was implanted in the patient's eye. The lens was removed without patient injury.